Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a 44-year-old female patient who had essure (batch no. Ess306 (958708), ess305 910514) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression, irritable bowel syndrome, occipital neuralgia, gravida ii, parity 2, caesarean section, vaginal delivery, carpal tunnel syndrome and headache. Previously administered products included for an unreported indication: effexor. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 4 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal), menorrhagia ("menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fatigue ("fatigue"). The patient was treated with hysterectomy with bilateral salpingo-oopherectomy and essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and fatigue outcome was unknown and the vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved. The reporter considered dysmenorrhoea, fatigue, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results: (B)(6) 2013: findings (as per mr): right and left essure devices are noted. There is no spillage of contrast beyond the distal margins of the essure devices into the peritoneal cavity. Impression: no spillage of contrast into the peritoneal cavity post bilateral essure device placement on (B)(6) 2016: specimen: uterus, uterus with bilateral fallopian tubes and ovaries 81 gms final diagnosis result: uterus with bilateral fallopian tubes and ovaries (hysterectomy/bilateral salpingo-oophorectomy tissues). Uterus with: proliferative endometrium. Attached cervix showing benign mucosa, small benign endocervical polyp and multiple nabothian cysts. Benign ovaries with cystic folllcies and small benign cortical inclusion cysts. Benign fallopian tubes with intraluminal essure coils (left tube with a benign paratubal cyst) . Gross description: serial sections through the myometrium reveal essure coils in regions of the cornua. Essure coils are present in the proximal lumen of the left tube. Sections through the right tube reveal essure coils in the proximal lumen . Most recent follow-up information incorporated above includes: on 18-may-2018: plaintiff fact sheet received. Events vaginal bleeding, menorrhagia, dysmenorrhea, fatigue are added. Lot number added. Lab data updated. Concomitant & historical drugs , conditions are added. Product, patient & reporter information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a 44-year-old female patient who had essure (batch no. 910514, 958708 ) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression, irritable bowel syndrome, occipital neuralgia, gravida ii, parity 2, caesarean section, vaginal delivery, carpal tunnel syndrome and headache. Previously administered products included for an unreported indication: effexor. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 4 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In november 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fatigue ("fatigue"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and fatigue outcome was unknown and the vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved. The reporter considered dysmenorrhoea, fatigue, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results: (B)(6) 2013: findings (as per mr): right and left essure devices are noted. There is no spillage of contrast beyond the distal margins of the essure devices into the peritoneal cavity. Impression: no spillage of contrast into the peritoneal cavity post bilateral essure device placement (B)(6) 2016: specimen: uterus, uterus with bilateral fallopian tubes and ovaries 81 gms final diagnosis result: uterus with bilateral fallopian tubes and ovaries (hysterectomy/bilateral salpingo-oophorectomy tissues). 1- uterus with: a- proliferative endometrium. B- attached cervix showing benign mucosa, small benign endocervical polyp and multiple nabothian cysts. 2- benign ovaries with cystic folllcies and small benign cortical inclusion cysts. 3- benign fallopian tubes with intraluminal essure coils (left tube with a benign paratubal cyst) . Gross description: serial sections through the myometrium reveal essure coils in regions of the cornua. Essure coils are present in the proximal lumen of the left tube. Sections through the right tube reveal essure coils in the proximal lumen lot number: 910514 manufacture date: 2011/10 expiration date: 2014/10. Lot number: 958708 manufacture date: 2012/03 expiration date: 2015/03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilization. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (on or about (B)(6) 2016, plaintiff underwent a hysterectomy). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.